Event description:
It was reported that when trying to implant the articular insert it didn't want to lock in place correctly. After numerous attempts a new insert needed to ordered and delivered from s&n. Delay greater than 30 minutes occured during surgery.

Manufacturer narrative:
The associated genesis ii ps high flexion insert was returned and evaluated. A visual inspection of the product showed scratches and damage on the surface and the lock detail of the insert. The device was manufactured in 2009. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical investigation noted that although surgery time was extended for this complaint, the procedure was completed successfully, and no patient harm or injury is being alleged. It was further reported that the patient outcome is to be as expected. No further clinical assessment is warranted. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.